Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 3 devices were involved in this procedure which are reported under the following files: this report, 1222780-2021-00180, and 1222780-2021-00181.

Event description:
It was reported that during a novasure procedure, the cavity initial assessment failed so the physician decided to switch to a rollerball ablation. After the procedure a uterine perforation was observed at the end. The patient had a history of multiple failed mirena insertions, high body mass index and mental issues. The patient stayed in the facility for observation and was discharged in well condition.